Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (drill bit ø17 cann f/pfna, part number 309.600, lot number sx491743). The investigation of the returned drill bit has shown that the coupling of the subject device is broken off as reported. The complaint condition was confirmed. The subject device shows a lot of wear marks over the whole item. The cutting edges are worn out and there are many visible scratches. The visible wear marks are a clear indication that this instrument was used multiple times. The device history record was researched; no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in april 2006. The root cause is due to the fact that this instrument is more than 10 years old, it is likely that the damages were caused by wear and tear over the years. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device was discovered broken on (B)(6) 2016; it is unknown if that is also when the device broke. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: april 05, 2006. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit was discovered broken during a procedure on (B)(6) 2106. The drill bit was discovered broken when the instrument set was opened. The issue prolonged the surgery for thirty (30) minutes. This is report 1 of 1 for (B)(4).